Event description:
Complainant alleged that during functional testing, they were not able to seat the battery into the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; the device data logs were provided for review. The customer's report was observed during review of the device data logs. The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation. Analysis of reports of this type has not identified an increase in trend.